Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed a reoccurring 319 error on the system. The fse replaced the endoscopic controller (ec) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was replicated. This ec was returned for error code 319 which indicates that a node configured to be present did not respond during system start up. The reported problem was confirmed by installing the unit into the test system and it failed with error 319 at system start up. It was found that the endoscopic controller power distribution (ecpd) board was the cause of the issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair surgical procedure, the site was experiencing errors when connecting the camera. The technical support engineer (tse) viewed node not responding error 319 reported by the endoscope controller (ec) - dcib in the system logs. The tse recommended power cycling and trying another camera; the issue persisted. The symptoms and logs indicated a possible ec failure. The tse recommended using another vision side cart (vsc), but the site reported that their other vsc was in use at the moment. The procedure was converted to laparoscopic surgery with no reported injury. Follow-up: on 01/13/2020, intuitive surgical incorporated (isi) contacted the site and additional information was obtained about the complaint: it was reported that the error occurred during the procedure and that the or staff contacted technical support during the procedure to troubleshoot. The or staff started the procedure with a 0 degree endoscope to gain entry. The site then swapped to a 30 degree endoscope to proceed with the procedure and experienced the 319 error which prevented them from continuing any further. They attempted to troubleshoot the problem by swapping the endoscope back to the 0 degree but the problem persisted. The staff called technical support and troubleshooted with no success. After calling technical support the staff converted the procedure to laparoscopic surgery.

Event description:
Refer to h10 for additional information.

Manufacturer narrative:
A supplemental MDR was created to update the primary product from the endoscope controller to the vision side cart to reflect the correct affected product involved in this event. Fields d1, d2, d2b, d4, g5, g7, h2 have been updated.